Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue. No issue was found with the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not recognize the therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.